Event description:
The nurse reported to our sales rep that she was checking the instruments and observed that the target device is damaged. I will add further info asap.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Add'l devices: 1806-1006 nail handle t2 femur lot# k604636, 1806-1007 fixation screw t2 femur lot# kp246604. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.